Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. Name: medtronic minimed, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia as the insulin in the pump had been depleted and was treated with insulin via pen and fluids.